Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and drain bag. The patient was unable to disconnect the drain bag from the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with a homechoice patient connector attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.